Manufacturer narrative:
Level 3 quality control for sodium was out of range. The customer replaced the sodium electrode and the quality control was in range. An hour later, the customer called back with low sodium recovery again. The customer performed additional electrode maintenance. Six hours later, the customer called back with sodium, potassium, chloride and calcium calibration problems and suppressed results. On (B)(4) 2008, the field service engineer determined that the sodium reference electrode glass face had been broken, probably when the customer was troubleshooting. The fse replaced the sodium reference electrode. Root cause was determined to be the broken sodium electrode. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This MDR is related to the following mdrs that have been reported: 2050012-2011-07551, 07553.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous low test results for sodium were obtained with the ise (ion-selective electrode) system of the unicel dxc 600i synchron access clinical system. Specific test results for three pts were provided. The test results were determined to be erroneous when compared to another analyzer, the istat. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to pt management. This event 2 of 3 reported by this customer. An MDR was filed for each of the three pts.